Event description:
The device in question is a cleaning rod used for insertion into a transtracheal catheter "scoop I" while the catheter is in place inserted into the patient's trachea via stoma. The cleaning rod is normally passed down the catheter not exceeding the length of the catheter. The cleaning rod is made of metal. On 2-11-93 at 6:40, it was observed by a respiratory therapist who was about to insert the cleaning rod into the catheter at the end of the rod, approximately 1/4" had broken off and was missing. The therapist searched unsuccessfully for the missing piece. A chest x-ray was performed on the patient which showed that the metal piece had not broken off in the patient's airwaysdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: material degradation/deterioration, stylet, other. Conclusion: device failure occurred but not related to event. Certainty of device as cause of or contributor to event: no. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.